Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. The issue caused the customer¿s blood glucose level to display as "high," exceeding 500 mg/dl, although the specific value was unknown. The customer had not yet taken any actions to address the high blood glucose level and did not require third-party assistance. Technical support confirmed that the pump was included in a field correction and proceeded to replace the pump. The customer was informed about the updated software in the replacement pump and instructed on how to put the current pump into storage mode before returning it to tandem. Additionally, the customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. The customer understood the steps to take upon receiving the replacement pump, and a signature was requested for delivery.